Manufacturer narrative:
Information was received that the device was in clinical use, providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The customer replaced the motor control and power management pcbas to resolve the reported issue. The unit was functionally tested and successfully passed all testing. Following the repair, the unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The power management pcba was received for analysis. There was no problem found and the part passed all testing.

Manufacturer narrative:
The motor controller board was returned for analysis. The mc board was tested and customer complaint was verified. The root cause is failure of ic u125 in the mc board.

Manufacturer narrative:
Report date: 27aug2021.

Event description:
It was reported to philips by a customer that the unit has an ovp circuit failed error. Patient involvement information is pending, but no harm was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated that the unit has an 1127 code. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Further information is currently pending.